Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a "kv on in error" message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.